Manufacturer narrative:
The product was not returned for eval. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Medical info was not received. Based on all available info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Pt reported cleaning the lens and inserting it into the eye. After approx ten mins, the eye began to burn and turn red. The lens was removed and cleaned again. After re-inserting the lens, the pt experienced pain. The lens was removed overnight, irritation persisted and the pt sought medical attention. According to the pt, he was diagnosed with an infection, corneal abrasion, and two corneal ulcers in his right eye resulting in temporary vision loss, nerve damage, and antibiotic treatment. The pt reports the condition is 75% resolved, but has slight blurriness around the edges of vision. There is no f/u appointment scheduled. Pt claims the solution was tested by a lab and the results show a type of bacteria. The pt has not received the written lab report. The pt has been requested to provide a copy of the lab results. Medical documentation has not been received.